Event description:
After an ir60b reload had been fired in an ileostomy closure procedure (resection of stoma) it was noted that the tissue had been only partially transected and partially stapled. The resection was completed by means of another device.

Manufacturer narrative:
The shuttle of the returned ir60b reload was found to be damaged. It is not known how or when the shuttle became damaged, but it is believed that the damage was the cause of the observed partial cut and partial stapling. This issue will be monitored.